Event description:
It was reported that during an unknown procedure, it was found that the staple driver was fallen off before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4: batch # 137c63. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspections were conducted on the returned reload. Visual analysis of the returned sample revealed that one gst60b reload was received sterile. Upon visual inspection, some drivers were noted to be loose inside the packaging. In addition, the reload pan was noted to be partially dislodged. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number 137c63, and no non-conformances were identified